Event description:
Reference number (B)(4). Event occurred in czech republic it was reported that patient faced infusion set leakage event on 17-nov-2024. The leakage was in the tubing. The infusion set was in use for few seconds. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: prague 5 patient country: czech republic h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.